Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced bent tube drive causing error 353.7200 front cover bottom front corners cracked, barrel clamp cracked handle, flange gripper retainer cracked, flange gripper wiper seal cracked, right iui damaged ribs. Calibrated. A review of the device history record showed the device had a manufacture date of 24/aug/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the carriage assy. A review of the complaint history record in trackwise and sap was performed for sn (B)(4), which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # (B)(4) for gripper. CAPA # (B)(4) for iui.

Event description:
It was reported that the device received alarm- error codes/ messages "syr plunger pos sensor". No additional information was provided. There was no patient involvement.

Event description:
It was reported, that the device received alarm error codes messages "syr plunger pos sensor". No additional information was provided. There was no patient involvement.

Manufacturer narrative:
H7: & h9: fields are updated. Imdrf annex a & g code are updated.